Event description:
During an in clinic follow up, post paced t wave oversensing and fusion beats were observed on the device. Reprogramming was performed to resolve this event. The patient was stable.